Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked belt clip slot, cracked battery tube threads and stained address/serial number label.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a crack on the display. The blood glucose reading is unknown. Nothing further reported.